Manufacturer narrative:
The suspected pcba generator was returned to the manufacturer for analysis. Analysis found that the component failed visual inspection. Components were electrically overstressed. Unable to bench test due to over-stressed component. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found a defective stand alone board and replaced the power supply assembly. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system showed that the x-ray was disabled upon bootup and the "initializing please wait" message was showing. Shutting down the system and reseating the umbilical cable did not resolve the issue. The case continued using another system on site. There was no patient impact reported and a delay to surgery of less than one hour.